Event description:
Event description guidant received information that this ventricular lead had intermittent loss of capture. The threshold has increased to 4 volts. The lead impedance was stable. Also, the pacemaker was on an advisory.